Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. One day after the receipt of this report, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis, intraperitoneally, with unknown antibiotics (doses, frequencies, and routes were not reported). Ten days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was fully recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.